Manufacturer narrative:
It was discovered upon further review on march 30, 2020 that no emdr was required for this incident as the suspect medical device is not distributed in the us and does not have a similar product distributed in the us. The initial emdr was sent in error. No further information is required. H3 other text : see section h10.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive alinity I stat high sensitive troponin-I result of 284.72 ng/l was generated for a patient sid (B)(6) from the emergency room. The patient had been discharged but was called back for a redraw based on the positive result. A new sample ID (B)(6) was drawn and the result was negative at 1.63 ng/l. The positive sample was then retested generating negative results of <1.60 ng/l. No adverse impact to patient management was reported.